Manufacturer narrative:
A partial lead was returned in two segments. External insulation abrasion was noted at 11.8 ¿ 12.8 cm and 14.1 -14.5 cm from the connector pin, breaching the optim sheath only consistent with lead friction to the device can. Clavicular crush damage was found at 25.0 ¿ 27.0 cm from the connector pin. All the lumens were damaged and the rv cable was broken and burnt. The inner coil and all other cables were not returned with the lead. This is consistent with the observation from the field of impedance anomaly.

Manufacturer narrative:
The lead was later explanted which is reported in manufacturer report number 2938836-2017-33989.

Event description:
It was reported that the pace/sense portion of the lead was capped and replaced on (B)(6) 2017 for unspecified reason. It was suspected that it could have been replaced due to out of range impedance issue or other unknown issues. No further information is available.